Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station had been set to out of service, preventing users login. A field service engineer (fse) assisted the customer to pull the station back into service through the server, and functionality was verified as the user was able to log in and remove medications successfully. The system functioned as intended after field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1 failed to open and displayed a device not detected on the bus error. Recovery attempts and a hard reboot were performed, but the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.